Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a rash with open skin underneath their breast, underneath the electrodes. The patient stated they do have a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s used a prescribed eczema cream for the skin irritation from a pre-existing condition. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.